Event description:
The patient stated his infusion device was beeping continuously and "77" with "3.00" was displayed on the screen. The patient was advised to disconnect from his infusion site and to insert a new power pack and the infusion device functioned properly. The patient stated he had been receiving shipments of power packs, but he was not aware of the power pack recall and he had not been changing his power packs every 2 weeks. He stated the power pack was probably 1 month old. The patient was educated on the importance of changing the power pack every 2 weeks. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.